Event description:
Philips received a complaint from the customer, reporting a "check ventilator" alarm occurred on the v60 ventilator. The issue occurred during a device check outside of clinical use. There was no report of harm, nor other patient/user impact. The device did not meet specification for intended use and was removed from service. A manufacturer's product support engineer (pse) evaluated the device and found the error of "oxygen not available" in the device event log.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and concluded the oxygen unavailable error was triggered by the user setting the oxygen concentration without connecting the high-pressure oxygen. The device was confirmed to be operating per specifications and no malfunction was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.